Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a backup alarm failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The device history log was reviewed, and the error code was confirmed. A replacement of the central processing unit (cpu) printed circuit board assembly (pcba) was recommended per the service manual. A philips authorized service provider (asp) replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.